Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - envision ide study, (B)(6). It was reported that on 21 may 2025, a 27mm navitor valve was successfully implanted. The implant depth was 4.6mm from the non-coronary cusp (ncc) and 4.4mm from the left coronary cusp (lcc). The implant measurements were: mean aortic annulus diameter of 23mm, mean aortic annulus area of 425mm^2, mean aortic annulus perimeter of 76mm, minimum annulus diameter of 20mm, and a maximum annulus diameter of 26mm. During the procedure, the patient developed atrial fibrillation following the rapid pacing run, and was administered medication. The post-op EKG showed that the patient was in normal sinus rhythm. Post-procedure, the patient ended up developing complete heart block and junctional escape. On (B)(6) 2025, the patient had a pacemaker implanted.

Manufacturer narrative:
It was reported that during the procedure the patient developed atrial fibrillation following the rapid pacing run, and was administered medication. Post-procedure, the patient ended up developing complete heart block and junctional escape. The device remains implanted and will not be returned to abbott. Based on the information received, the cause of the reported patient effects of atrial fibrillation and heart block could not be determined. It is possible that the procedural conditions (implant depth and a-fib during procedure) may have contributed to the heart block. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported surgical intervention was a result of case-specific circumstances as a pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Crd_1066 - envision ide study, (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor valve was successfully implanted. The implant depth was 4.6mm from the non-coronary cusp (ncc) and 4.4mm from the left coronary cusp (lcc). The implant measurements were: mean aortic annulus diameter of 23mm, mean aortic annulus area of 425mm^2, mean aortic annulus perimeter of 76mm, minimum annulus diameter of 20mm, and a maximum annulus diameter of 26mm. During the procedure, the patient developed atrial fibrillation following the rapid pacing run, and was administered medication. The post-op EKG showed that the patient was in normal sinus rhythm. Post-procedure, the patient ended up developing complete heart block and junctional escape. On (B)(6) 2025, the patient had a pacemaker implanted.